Event description:
Transesophageal echocardiography machine keeps displaying error code after multiple restarts. Machine was sent to clinical engineering on several occasions but unable to repair. Machine needed to be switched out with another causing delay in care.